Manufacturer narrative:
The lot number of the device used during the reported event was not provided therefore the review of the lot manufacturing records could not be performed.the device during the reported event was disposed by the user at the facility. No device is available for evaluation.

Event description:
A report received from a user facility in (B)(6), stated that the cutter failed during the procedure. There was no reported injury or consequences to the patient.